Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had recently switched to their silver coated temperature sensing catheters. Recently the nurses have been noticing and expressing more ridges or cuffing in the balloon after deflation. Very painful for the patience upon removal and cause resistance (and bleeding) to pulled out. No medical intervention was reported. Per attachment received on 31may2025, it was reported that the registered nurse went to deflate the balloon for foley removal and met resistance. They could not deflate the balloon. They then cut the ballon line, but it still didn't deflate. They placed a urology consult. A short time later, the rn found the foley in the bed with the patient, it had just slipped out. On inspection, the balloon had ruptured. The patient did not require any intervention and experienced no ill effects of this event. The patient was a 75-year-old male, 153 lbs., 5ft 3 in. The foley was not kept. They did grab a foley kit from our unit but this foley was actually placed in sau or for a planned surgery.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: special instructions: the position of the wire of the temperature sensing foley catheter has an important effect on the amount of heating that may develop during an MRI examination. Accordingly, the temperature sensing foley catheter must be positioned in a straight configuration down the center of the patient table (i.e., down the center of the mr system without any loop) without contacting the patient in order to ensure patient safety. Additional safety instructions include the following: 1. Remove all electrically conductive material from the bore of the mr system that is not required for the MRI examination (i.e., unused surface coils, cables, etc.). 2. Keep electrically conductive material that must remain in the bore of the mr system from directly contacting the patient by placing insulating material such as foam rubber padding between the conductive material and the patient. 3. Position the temperature sensing foley catheter in a straight configuration down the center of the patient table to prevent cross points and conductive coils or loops. 4. The wire and connector of the temperature sensing foley catheter should not be in direct contact with the patient during the MRI examination. Position the temperature sensing foley catheter appropriately and add insulating material such as foam rubber padding, accordingly. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had recently switched to their silver coated temperature sensing catheters. Recently the nurses have been noticing and expressing more ridges or cuffing in the balloon after deflation. Very painful for the patience upon removal and cause resistance (and bleeding) to pulled out. No medical intervention was reported. Per attachment received on 31may2025, it was reported that the registered nurse went to deflate the balloon for foley removal and met resistance. They could not deflate the balloon. They then cut the ballon line, but it still didn't deflate. They placed a urology consult. A short time later, the rn found the foley in the bed with the patient, it had just slipped out. On inspection, the balloon had ruptured. The patient did not require any intervention and experienced no ill effects of this event. The patient was a 75-year-old male, 153 lbs., 5ft 3 in. The foley was not kept. They did grab a foley kit from our unit but this foley was actually placed in sau or for a planned surgery.